Event description:
It was reported that during an implant attempt, the lead kept dislodging every time the stylet was removed. The lead would not pace and the threshold was high. The lead was removed and when checked on the table the helix would jump when exercised. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.